Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s up button did not work properly, crack on the screen, rejects new batteries, unexplained no delivery and slower to rewind. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed the rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, self test and displacement test. No excessive no delivery alarms or rewind anomalies were noted. The motor was tested outside the device and passed. No unexpected battery alarms including failed battery test alarms were noted. Device received with intermittent up arrow and down arrow buttons due to flattened dome switches. No unlocked lcd keypad connector. No cracks but scratches on the screens noted. Device received with cracked case at the battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.